Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. Product ID neu_unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016. Product type: lead.

Event description:
A manufacturer representative (rep) via the trial patient reported that the patient tried to take their clothes off and their hand caught the lead cord. Ever since, their urinary leakage has come back. Indication for use is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.